Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device manufacture date: unknown. Investigation summary: eight samples were received in four separate bags. The first bag has two samples. The syringes have the plunger-stopper all the way down; therefore, there is no saline solution. The plunger rod-stoppers have a separation of 1/64¿. The product specification is up to 1/16¿. The second bag has two samples. One has the plunger rod-rubber stopper all the way down. There is a separation between the plunger rod-rubber stopper of 1/16¿. The other sample has solution up to the 4ml mark, it has stopper-plunger separation of 1/64¿. The third plastic bag has one sample which has the stopper all the way down. The plunger rod has been removed from the syringe and no damage was observed. The fourth plastic bag has three syringes. All have plunger rod rubber stopper all the way down, therefore no saline solution is in the syringe. No defects were observed on these samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a device history record review could not be completed as no batch number was provided. Root cause description: undetermined.

Event description:
It was reported that 20 syr 10ml pump compatible saline 10ml fil experienced a damaged/broken plunger rod and stopper separation from plunger. The following information was provided by the initial reporter: material no.: 306547, batch no.: unknown (reported: 8362820). Per email: two saline plungers popped off when drawing labs. No blood, medication, or saline leaked out, however the plungers would not stay in place (screwed in) to finish drawing labs. I¿m not sure about the names of all the parts on a flush, but the grey rubber stopper stayed in the flush, it was just the clear plunger part that popped off (almost like it was unscrewed from the rubber piece). This happens to me fairly often when I¿m drawing blood and the clear plunger handle piece pops off. However, unfortunately, I¿m usually drawing blood and the flush is filled with blood when it pops off, so I don¿t save the flush. I¿d say this has happened maybe 20 times in the past 6 months. Happened twice in a row on one patient. It usually happens when I¿m drawing blood and it¿s a little slower to pull the blood out, or if they aren¿t drawing blood.